Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 66 mg/dl. Customer's blood glucose at the time of the call was 392mg/bg. The low blood was treated with food. Customer was not admitted to ER or hospital nor was emergency medical service dispatched as a result of low blood glucose value. Customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.